Event description:
According to the even description: patient alerted staff nurse at (B)(6) 2026, 9pm to 12 midnight that rate appears to have been changed significantly. Patient informed that may have accidentally pressed the pump for change to incur. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial no. (B)(6). The uploaded history files were analyzed. On the date of incident (B)(6) 2026 the flow rate of 42ml/h was set at 06:43pm. At 10:24pm the flow rate was set to 642ml/h. At 10:28pm the flow rate was set to 42ml/h and in the same minute raised to 542ml/h again. At 10:29pm the flow rate was set to 42ml/h. After two upstream alarms at 10:29pm and 10:42pm, a reset of the therapy was done at 10:56. At 10:56pm a new vtbi therapy was set up with a volume of 500ml and a flow rate of 42ml/h. The therapy started at 10:57. At 11:28pm the flow rate was set to 542ml/h and 642ml/h. At 11:29pm the flow rate was set to 742ml/h and 42ml/h. At 11:30pm the flow rate was set to 642ml/h at 11:31pm the flow rate was set to 542ml/h and 642ml/h. At 11:34pm the flow rate was set to 442ml/h. At 11:39pm the flow rate was set to 542ml/h. On the (B)(6) 2026 at 12:04am the flow rate was set to 42ml/h. At 12:05am the flow rate was set to 542ml/h and 42ml/h. At 03:36am the door was opened, and the pump was turned off. According to the history file the flow rate was raised and reduced during the vtbi therapy between 09pm and 12am. The over infusion was caused by high flow rate settings. The defect could not be confirmed during the history analysis. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.